Manufacturer narrative:
Three handpieces were tested by b+l equipment specialist at the facility and it could be confirmed that the were not obstructed. Balanced salt solution was injected into the luer connector of the handpieces with the help of a syringe. First perfluorocarbon liquid, which was used during surgery, dripped out of the tip and then the balanced salt solution. The handpieces are not obstructed and meet specifications. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
We received a vigilance report from the (B)(6) indicating that the device used for extrusion of the perfluorocarbon failed during use causing patient impairment of the eyesight. No other information was provided.